Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing that was worsened with pocket manipulation. It was reported that the oversensing became more consistent the more the pocket was manipulated. The physician performed troubleshooting but was not successful. They discussed possible air bubbles causing the noise or lead connections. It was noted on the electrogram (egm) that there were no episodes of asystole since the patient had an underlying rhythm and not pacer dependent. The right ventricular (rv) lead was replaced. However, this ICD remains in service. No adverse patient effects were reported.